Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed at mid thigh. The procedure was completed using same unit. No pt complications were reported by the hospital.